Manufacturer narrative:
The device involved will not be returned to the MFR for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the pt always carry extra supplies in case of emergency.

Event description:
Customer reported experiencing high bgs (302-407 mg/dl) despite numerous corrective boluses. Customer reported "in hosp with dka with large ketones". Customer did not report that the cannula was kinked or that an alarm was initiated. Pod will not be returned for evaluation.